Manufacturer narrative:
Investigation: customer returned (35) 3/10cc, 6mm, 31g relion syringes (15 in an open poly bag, 20 in sealed poly bags) with the shelf carton from lot # 9091713. Customer states that there was liquid inside of syringes. All returned syringes were examined and no foreign matter was observed in any of the samples. All samples were also tested and no liquid or any other foreign matter came out the needle when fully depressing the plunger rod. A review of the device history record was completed for batch# 9091713. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
Material no. 328521 batch no. 9091713. It was reported that during use of the relion® insulin syringe there was liquid inside of syringes. The following information was provided by the initial reporter: relion syringe 6mm, 31g, 3/10ml lot # 9091713 consumer found 1 out of every 3-4 contained used liquid within syringe. Can see this liquid when pressing the air out of syringe and when needle not inserted into vial.

Event description:
Material no. 328521; batch no. 9091713. It was reported that during use of the relion® insulin syringe there was liquid inside of syringes. The following information was provided by the initial reporter: relion syringe 6mm, 31g, 3/10ml lot # 9091713 consumer found 1 out of every 3-4 contained used liquid within syringe. Can see this liquid when pressing the air out of syringe and when needle not inserted into vial.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9091713. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 328521 ,batch no. 9091713. It was reported that during use of the relion® insulin syringe there was liquid inside of syringes. The following information was provided by the initial reporter: relion syringe 6mm, 31g, 3/10ml lot # 9091713 consumer found 1 out of every 3-4 contained used liquid within syringe. Can see this liquid when pressing the air out of syringe and when needle not inserted into vial.